Event description:
It was reported that during a fib procedure a sudden st elevation in the ECG, suggesting acute myocardial infarction. Coronary angiography showed an obstruction in the circumflex branch of the left coronary artery. After angioplasty the elevated st segments returned to baseline. The patient did not experience neurological damage at the time of discharge. It is unknown whether transesophageal echocardiogram showed evidence of intracardiac thrombus before the procedure. The physician¿s opinion regarding the causality of adverse event was possible procedure-related.

Manufacturer narrative:
(B)(4) it was reported that during the ablation of the left pulmonary veins in an atrial fibrillation procedure, a sudden st elevation in the EKG. Physician decided to wait for a time but it didn't recover. Finally they decided to perform a catheterization procedure to see a possible thrombus inside a coronary artery. They saw a little obstruction in the circumflex branch of the left coronary artery and with a dilatation of the same the st segment became normal. They waited for the patient awakening and no neurological damage was present. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The sensor coils were found within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the obstruction remains unknown.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).